Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position where at the discharge warfarin was given. On post-operative day (pod) 35 at the elective follow-up appointment, an increased gradient was noticed and thrombi were visible on the leaflets. Lysis over 24 hours showed improvement. Patient currently symptom-free but still undergoing inpatient treatment.

Manufacturer narrative:
The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported event does not allege or indicate that a device deficiency had occurred. Possible contributing factors can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformance's. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.